Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time of the incident and other blood glucose was 132 mg/dl. The customer stated that there was a crack in her insulin pump along the battery side. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.